Event description:
A pt reported experiencing inaccurate erratic results with a otp meter. The pt's blood glucose results were 79mg/dl, 98mg/dl, 60mg/dl. Tests were done within < 10 mins with a difference of 22mg/dl. Pt did not experience any adverse events. No further information has been reported.